Event description:
A malfunction was reported on the pump with no notable events occurring before it. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted in the process, and after resetting, the malfunction did not recur. The customer could continue using the pump and was advised to call back if the issue reappeared. The customer acknowledged and understood the instructions.